Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had unable to exist load reservoir process. Customer stated that they tries to rewind but motor was stuck and not moving. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer = black. Customer returned the pump for alleged motor stuck and not moving during rewind found on (B)(6) 2021. The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Successfully downloaded the trace and history files using thus. A review of the history files reveals on (B)(6) 2021 there are no motor error alarms however, there were twenty (20) no delivery (insulin flow blocked) alarms between 21:30 and 23:57. The pump was cut open for visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2) or the force sensor however, the motor has moisture damage and corroded home switch. Rewind functioned properly and no unexpected prime/fill anomaly noted during testing. No delivery (insulin flow blocked) alarms in the history files and motor not rewinding fault are confirmed and due to moisture damage on the motor and corroded motor home switch. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, serial number label peeling, and pillowing keypad overlay. No delivery (insulin flow blocked) alarms in the history files and rewind anomaly are confirmed and due to moisture damage on the motor and corroded motor home switch. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer = black. Customer returned the insulin pump for alleged motor stuck and not moving during rewind found on (B)(6) 2021. Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Successfully downloaded the trace and history files using thus. A review of the history files reveals on (B)(6) 2021 there are no motor error alarms however, there were twenty (20) no delivery (insulin flow blocked) alarms between 21:30 and 23:57. Device was cut open for visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2) or the force sensor however, the motor has moisture damage and corroded home switch. Rewind functioned properly and no unexpected prime/fill anomaly noted during testing. No delivery (insulin flow blocked) alarms in the history files and motor not rewinding fault are confirmed and due to moisture damage on the motor and corroded motor home switch. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, serial number label peeling, and pillowing keypad overlay. No delivery (insulin flow blocked) alarms in the history files and rewind anomaly are confirmed and due to moisture damage on the motor and corroded motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.